Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and company representative via a company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of ¿3.5¿ via an implantable pump for non-malignant pain. It was reported that the patient presented no symptoms, but the catheter was kinked when they opened pump pocket to replace pump at end of service (eos). Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that were none reported by the patient. The complete catheter was explanted and replaced. The hcp refused return of the explanted device. The issue was resolved. The patient was without injury regarding their status as of (B)(6)2020 the patient¿s medical history was noted as having been requested but was unknown. No patient symptom was reported. No further patient complications have been reported as a result of this event.